Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis had not been communicating for over five hours. The technical support specialist (tss) checked the affected station and contacted the customer, confirming that the station was connected to both the power supply and the internet. The customer reported that the application was running but not receiving any patient data, displaying "disconnected mode" message. The field service engineer (fse) then added the username and password, after which the med application functioned without issue. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es anes-9 system was not communicating. The user attempted to log in but was unable to find any patients and attempted to restart the machine multiple times; however, the system continued to display a disconnected status. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.